Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a fever occurred. After the placement the taxus express2 drug eluting stent, the pt developed a fever. There was no inflammation reaction and the fever went down within an hour. The treatment provided is unk. No add'l pt complications were reported. Add'l info was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.